Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted a broken wire on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken located at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional observations not reported by the site were indentations and scratches marks on edges and surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.